Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney issues and particulates in the lungs. The patient has alleged that the device will not turn on and is not functioning. The patient did receive medical intervention and reported to be hospitalized in (B)(6) 2022 for 28 days. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section (b7) was updated to reflect the patient's underlying health conditions.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to have caused kidney issues and particulates in the lungs. The patient has alleged that the device will not turn on and is not functioning. The patient received medical intervention and reported to be hospitalized in march of 2022 for 28 days related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d5 was updated (in the earlier MDR's d5 was not captured, it was corrected in the earlier versions). Section h6 updated in this report.